Event description:
On (B)(6) 2015, it was reported to animas that there was a dim/fading/color spectrum issue with the pump. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the text on the display screen was found to be dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.